Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This case represents the delivery system used during the procedure. Please reference related manufacturer report number 2015691-2020-14747. This is two of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report 2015691-2020-14747. No procedural videos/imagery/photographs were provided for the evaluation. The delivery system was returned to edwards lifesciences for evaluation. During visual analysis a longitudinal balloon burst was observed. There was a kink on the flex shaft 10 inches from the flex tip. During dimensional inspection, the balloon single wall thickness was measured along the edges of the burst location and was found to meet specification. During functional testing, the delivery system was able to locked/unlocked, achieve fine adjust and fully flex with no issues observed. DHR review did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A lot history review revealed no other similar complaints. A review of complaint history on confirmed device complaints (returned and no product returned) from november 2019 ¿ october 2020 revealed other similar complaints, but no manufacturing defect was identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the device training manual, crossing native valve: ensure the flex catheter tip is flush with the thv for support during crossing. Do not force the thv. Use wire tension and distal flex proactively to help cross the first time. Use short movements to prevent ¿jumping¿ of the thv into the ventricle. Use rao or ap projection to ensure wire position is maintained in the ventricle. Potential challenges ¿ unable to track arch, unable to cross valve. Factors that can make it difficult to cross: heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and inadequate bav. Experiencing difficult crossing: make sure the wire is correctly extended at the apex. Pull tension on the wire or reposition. Add some distal flex or remove some partial flex. Pull the system back and re-advance. Thv deployment: check to ensure: thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp less than or equal to 50 mmhg, and pulse pressure less than 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment and ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for ¿balloon ¿ burst¿ was confirmed. The complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed due to unavailability of procedural imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, the patient had a heavily calcified native aortic valve which may have contributed to the burst of the balloon during inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests patient factors (calcification) contributed to the reported event. Per the report, it was hard to cross the native valve and more push force than usual was required due to heavy calcification. The presence of calcification in the patient¿s access vessel can create a difficult tracking pathway for the delivery system. It is possible that the delivery system being applied with high push force to overcome the tracking difficulty, combined with interaction between the valve and calcified nodules, contributed to the movement of the valve. Although a root cause is unable to be determined at this time, available information suggests patient factors (calcification) contributed to the reported event. The complaint for ¿balloon ¿ burst¿ was confirmed. No manufacturing non-conformances were identified during the evaluation. Available information suggests that patient (calcification) may have contributed to the reported event. The complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed. No manufacturing non-conformances were identified during the evaluation. Although a root cause is unable to be determined at this time, available information suggests patient factors (calcification) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in austria, during implant of a 26 mm sapien 3 ultra valve in the aortic position by transfemoral approach, there was difficulty advancing the valve and delivery system through the esheath due to calcification. There was also difficulty crossing the heavily calcified native aortic valve. More push force than usual was required to cross the native valve and position the sapien 3 ultra valve. During valve positioning, the valve ¿jumped¿ into the ventricle as it crossed the native valve. The valve position was corrected and the valve was deployed. However at full inflation, the balloon burst. There was no pvl and the valve implanted as intended. The balloon was able to be withdrawn through esheath without difficulty. The patient outcome was good.